Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power issue. The reporter stated that 911/emergency protocol was initiated. The patient was taken to the hospital and diagnosed with diabetic ketoacidosis. The healthcare professional (hcp) provided treatment (treatment regimen was not provided). Customer support (cs) completed troubleshooting and the reporter stated that they didn't replace the battery when it was dead because their spouse was ill and did not want to leave the house to get a new one. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.